Manufacturer narrative:
The involved equipment was evaluated by an arjo representative. According to the inspection, the battery was falling off due to the broken cover placed over the battery. For this reason, the battery had no place to hook up. The circumstances under which the malfunction occurred are unknown. The alenti instructions for use (document number: 04.cd.02) in ¿care and preventive maintenance¿ section recommends to perform a device checks on a regular basis: ¿every week: visually check all exposed parts - visually check all exposed parts, especially where personal contact is made by either the resident or caregiver. Make sure no cracks or sharp edges have developed that could cause the resident or user injury or that has become unhygienic. Replace damaged parts.¿ based on the information obtained during the course of the investigation, the exact root cause of the broken cover placed over the battery cannot be established. To sum up, the battery of the alenti hygiene lift fell off the device due to the broken cover and from that perspective, the device did not meet its performance specifications. It is unknown if the device was used for a patient hygiene at the time of event. The complaint was decided to be reported to the competent authorities due to potential of injury occurrence as a result of the alleged malfunction (battery fell out from the device).

Event description:
Arjo was notified about an event with involvement of alenti hygiene lift. It was reported that the battery of the alenti fell off the device. No injury or other medical consequences were reported.